Event description:
The customer reported that paramedics treated him for low blood glucose of 31 mg/dl. Customer was treated at home with an IV. Customer stated that the probable causes of his low blood glucose were he over bolused and was doing yard work. Customer declined troubleshooting because he believes the insulin pump is working fine. Customer stated that he has not started using his continuous glucose monitoring system. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.